Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This report is filed for a leak during device preparation, which has the potential to cause or contribute to air leak if it were to occur in the anatomy. It was reported that during preparation of the steerable guide catheter (sgc), leaking was noted at the hemostasis valve. The leaking was noted during check of the sgc valve by raising the handle to a vertical position, while the tip of the sgc was submerged in a basin of heparinized saline. After several attempts of re-introducing the dilator in attempts to seal the valve, the sgc was changed. There was no patient involvement. There was no clinically significant delay in intended procedure. A new sgc was prepared for use in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned for evaluation. The reported leak was not confirmed via returned device analysis. The investigation was unable to determine a definitive cause for this incident. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. Potential causes for sgc leaks were considered, including manufacturing and user technique/procedural conditions. In this case, it is possible that the user technique (e.g. Steps utilized to de-air the devices) during device preparation contributed to the reported leak; however, this cannot be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Unique device identifier (UDI) number: (B)(4).